Event description:
It was reported that the health care professional (hcp) exhibited difficulties to interrogate this pacemaker. Technical services (ts) reviewed the device and performed multiple data and provided troubleshooting steps, including rebooting the programmer and adjusting the telemetry wand positioning; however, the device could not be read. The healthcare provider was transferred to the local representative for further assistance. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.